Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, hypotube, collar, tip and distal shaft were microscopically and tactile inspection. Inspection revealed numerous kinks in the hypotube, damage to the tip and a complete separation at the collar with the ptfe fully pulled out from the collar. The inner diameter (ID) of the guidezilla was measured at the collar using a .057¿ tooling qualified mandrel was inserted through the tip with no resistance, meeting specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-dec-2016. Same case as MDR ID 2134265-2016-11957. It was reported that the an interventional device got caught in the guidezilla. The target lesion was located in the mid right coronary artery. After a guidezilla guide extension catheter was inserted, a 4.00x16 mm promus premier stent was advanced but failed to cross the lesion. The stent was withdrawn but was caught with the guidezilla. Both devices were removed as a unit and no damages were noted on the stent. A non-bsc stent was then advanced but failed to cross and got caught in the guidezilla. The procedure was completed by ballooning using a 4.0 x 15 emerge balloon catheter. No patient complications were reported and the patient's status was stable. However, device analysis noted complete collar separation.